Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked from access ports. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). D4: lot #: the customer reported the lot number as 00085412048970; however, this lot number is not a valid baxter lot number. G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or baxter healthcare - dominican republic: carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic. Should additional relevant information become available, a supplemental report will be submitted.